Event description:
It was reported that during a laparoscopic ovarian resection procedure, the first device was not activated properly and an error code five was displayed. Besides, the tissue pad was detached off. As the tissue pad was retrieved, no pieces were left inside the patient. The second device was not also activated properly and an error five was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the clamp arm had been closing while the device had been activated. The sales rep explained that the tissue pad would be easily damaged when the device was activated without tissue present between the blade and the tissue pad.

Manufacturer narrative:
(B)(4). Additional information: device a was returned with the tissue pad melted and partially detached and the blade discolored due to heat generated from contact between the blade and tissue pad. The device was tested with a test handpiece and generator and the device did activate. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Device b was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm, with the blade discolored and gouged at the tip. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Device b batch g9kg0x, mfg date 6-30-10, exp date 5-30-15, (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.